Event description:
It was reported that the patient was hospitalized due to pain following a non-device-related fall. A computed tomography (CT) scan was performed during hospitalization. The patient confirmed therapy remained on and was able to adjust therapy.